Event description:
It was reported from (B)(4) that the device was defective. It was not reported if there was a delay in surgery or if a spare device was available. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to design of the device. It was determined that the some of the battery cells have a high resistance, therefore it is not possible to charge the batteries accordingly. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.